Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an out of insulin alarm after overusing supplies in response to an inaccurate fill estimate. Tandem technical support reviewed pump logs and confirmed that the customer's fill estimates after load were lower than normal. There was no reported impact to the customer's blood glucose level.